Event description:
A physician reported the vitrectome terminal blade malfunctioned despite the pack was changed and iatrogenic tearing of the peripheral retina occurred due to the malfunction during a vitrectomy surgery. The patient's current condition was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who indicated the patient suffered from postoperative infectious endophthalmitis which required intravitreal antibiotic treatment as well as surgery and as a result, the patient is in aphakia and with low visual acuity due to sectoral retinal ischemia. The device cutting was poor, however the surgery was completed without desired vitrectomy result.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the vitrectomy terminal blade malfunctioned despite the pack was changed and iatrogenic tearing of the peripheral retina occurred due to the malfunction during a vitrectomy surgery. The patient's current condition was unknown. Additional information received from the company representative who indicated the patient suffered from postoperative infectious endophthalmitis which required intravitreal antibiotic treatment as well as surgery and as a result, the patient was in aphakia and with low visual acuity due to sectoral retinal ischemia. The device cutting was poor, however the surgery was completed without desired vitrectomy result.

Manufacturer narrative:
Additional information provided in d.4. The manufacturer internal reference number is: (B)(4).